Event description:
Customer reported, she adjusted insulin according to readings on adc meter, felt dizzy, weak, and short of breath. She was admitted to the hospital and reported this to us before the doctor had seen her; no further information about course of hospitalization is known.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up repot will be submitted.